Event description:
The reperfusion catheter 032 kinked at the hub when inserting it into the guide catheter. The catheter was replaced and the case continued.

Manufacturer narrative:
Technical evaluation: device has multiple kink on the main shaft and distal section and a flat section 1cm from the tip. Upon visual inspection, the kink near the hub (described in the incident report) was not observed, however, the hypotube was bent in a wide angle. The bend did not kink the hypotube and did not affect the device lumen diameter. The bend most likely occurred during insertion onto the guide wire. When the hypotube was inserted with the hub left on the outside, it creates a levering effect against the other catheter, and when a slight force was applied during manipulation, the hypotube was bent and holds a permanent bend. The root cause could be attributed to the user technique. The add'l kinks most likely occurred during the packaging for return to penumbra. The DHR of this manufacturing lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken in response to the (B)(4) issued to penumbra on 08/28/2009. A review of the device history record (DHR) was completed on part # 0854 (lot # l13170). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The DHR review of final assembly (lot# l13170) indicated that 100% inspection of the devices resulted in 0 rejects post hub molding and 30 visual rejects post coating. No conformances was associated with this lot. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.